Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and oversensing was noted on both the right atrial (ra) and right ventricular (rv) leads. The leads remain in use. No patient complications have been reported as a result of this event.